Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A search was performed on the products shipped to the clinic and to the patient for the three (3) month time frame which immediately preceded the event occurrence date. There were no liberty cycler cassettes shipped to the clinic nor the patient during that time frame. A device history record (DHR) review could not be performed without any identified lots shipped to the clinic during that 3 month time frame. A risk management trend review was performed and there were no findings. There is no recall associated with the complaint investigation. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient receiving treatment on a clinic pd cycler encountered a fluid leak from the cycler's cassette compartment when removing the cassette from the cycler. The cycler was alarming drain complication encountered prior to the leak and treatment was cancelled so that it could be completed with continuous ambulatory peritoneal dialysis (capd). It is unknown at which point in therapy the leak may have begun. The source of the leak was from the cassette tubing. The peritoneal dialysis registered nurse (pdrn) indicated that the cycler had already been returned but they had not called to report the fluid leak until now. The pdrn was calling to request a replacement. A new cycler was issued to the customer. Upon follow up with the home therapies manager (htm), it was reported that treatment was completed with manual drain. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The clinic has received a new cycler which is working well and is continuing peritoneal dialysis therapy and training with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.